Event description:
Dealer states the bed slides while the wheels are in the locked position. Dealer was calling tech services for suggestions. Dealer was recommended rubber mats under the wheels, but to troubleshoot further.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.